Event description:
User facility medwatch report #mw5146674 received states: "as reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, there were multiple attempts to pre perclose and only one was successful. The patient's oxygen saturation was noted to be low on the monitor, but abg showed 100%. The physician decided to proceed with the procedure. The valve was successfully deployed. The patient blood pressure was noted to be low. CPR was initiated and epinephrine was given. The physician performed surgical cutdown on the right femoral and placed an iabp. The patient stabilized enough to be transferred to ICU. There were no physician allegations of any edwards devices contributing to any of the events described above. There was no edwards device failure or malfunction difficulty contributing to the procedure/access site complications. It was confirmed this was due to a perclose failure. The patient is doing great, off pressors and off iabp. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose device referenced in b5 is filed under a separate medwatch report number. Attachment: user facility medwatch report # mw5146674.